Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient has remained in the hospital since implantation of this lvad on (B)(6) 2011. On (B)(6) 2012, the patient had a tracheostomy and was put on a ventilator. The patient is requiring dialysis and is extremely deconditioned. The week prior, the hospital staff discovered/suspected thrombus in the patient's left ventricle and pump. The patient went to the catheterization laboratory for thrombolytics but there was no improvement. The patient will be presented to another hospital for a possible transplant.

Manufacturer narrative:
The device remains in use supporting the patient as the patient is awaiting a possible transplant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.